Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering and blood glucose went high up to 400 mg/dl. The customer stated that they could not see drops during fill cannula. Troubleshooting for absence of no delivery alarm was done. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.